Manufacturer narrative:
Results: there was no visible damage to the returned handle. Handle was tested on the handle fixture (an-3275, fx-7915) and passed within specification. Conclusions: evaluation of the returned smart coil revealed coagulated blood and a clear hardened substance were present within the pusher assembly ddt (distal detachment tip). During functional testing, the pull wire was manually retracted but the embolization coil remained intact with the pusher assembly ddt. The clear substance and coagulated blood likely prevented the embolization coil from detaching. Further evaluation revealed a fracture on the smart coil pusher assembly. This damage likely occurred due to the reported attempt to manually detach the embolization coil during the procedure. Evaluation of both returned handles revealed that both devices were functional. The two handles were functionally tested on a handle test fixture and passed within specification. The non-penumbra microcatheter identified in the complaint and the smart coil introducer sheath were not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. This report is associated with MFR report number: 1.3005168196-2019-00925, 2.3005168196-2019-00927.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00925; 3005168196-2019-00927.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils and two smart coil detachment handles (handles). During the procedure, the physician successfully placed seven coils using a non-penumbra microcatheter. The physician then was unable to detach a smart coil using two different handle and, therefore, the physician attempted to manually detach the smart coil. However, the physician was unsuccessful. Therefore, the smart coil was removed, and the procedure was completed using new coils. Upon removal, it was reported that the proximal end of the smart coil was found to be damaged. There was no report of an adverse effect to the patient.